Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken cable on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wire, however, for clarification the damaged instrument component was a frayed pitch cable. Based on this clarification, the customer reported complaint is confirmed. Complaint of wires sticking out at bottom was confirmed. Instrument was found with frayed pitch cable at distal idler. No damage found on pulley and clevis. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.